Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys vitamin d total iii assay on a cobas e 801 analytical unit. Initial result: 70.9 ng/ml with a data flag. The initial result did not match the patient's clinical diagnosis, prompting the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 44.2 ng/ml with a data flag. The repeat result was deemed to be correct.

Manufacturer narrative:
The vitamin d total iii reagent lot number was 86897201 with an expiration date of 31-aug-2026. The qc was acceptable. The field service engineer (fse) determined that the dripping sipper needle caused the event. He repaired the sipper needle and verified that the analyzer was again performing according to specifications. The investigation determined that the fse's findings of component failure (sipper needle) caused the event. The service action performed by the fse resolved the issue.